Manufacturer narrative:
Device evaluation outcome - it was confirmed that there was a poor engagement of parts. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative regarding a patient diagnosed with disc herniation that underwent med procedure. It was reported that the product had a poor engagement of parts. The event occurred on (B)(6) 2020 and the manufacturer representative was notified on 18 jun 2020. No patient was reported in the event. The product came in contact with the patient. There was no patient complication as a result of this event.